Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed atrial undersensing on the implantable cardioverter defibrillator (ICD). It was also noted that the implantable cardioverter defibrillator was interpreting a ventricular tachycardia inappropriately as a supraventricular tachycardia resulting in failure to deliver high voltage therapy. The arrhythmia was non-sustained. The patient condition was unknown.